Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151614.

Event description:
It was reported that the patient's atrial lead was explanted for fracture. There were no patient consequences.